Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Analysis confirmed partial battery depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was explanted due to premature battery depletion and software changes. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was explanted due to premature battery depletion and software changes. A new device was implanted and remains in service. No additional adverse patient effects were reported.